Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged during a routine follow-up. Lead dislodgement was further verified thru x-ray as the lead was seen floating in the superior vena cava. This ra lead was explanted. No additional adverse patient effects were reported.